Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial left anterior descending artery. After crossing a guide wire, a 24x3.50mm promus premier stent was used to treat the lesion. However, when the physician tried to implant the stent, it was noted that the front end of the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial left anterior descending artery. After crossing a guide wire, a 24x3.50mm promus premier stent was used to treat the lesion. However, when the physician tried to implant the stent, it was noted that the front end of the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.